Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2014-device evaluation:the pump has been returned and evaluated by product analysis on 06/30/2014 with the following findings:a visual inspection of the pump confirmed the cracked battery compartment. Unrelated to the complaint, the contrast button was intermittently unresponsive; which has no effect on insulin delivery. Evidence of contamination was found under the contrast key contact. The vibration motor was unresponsive. The pins on the motor were not making an electrical connection to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).